Event description:
It was reported that the user experienced a sensor communication issue because a freestyle libre 3+ sensor was scanned using the libre app instead of the ilet app, resulting in a ¿sensor in use by another device¿ condition and requiring placement of a new sensor that was successfully paired to the ilet app. Symptoms included no adverse clinical effects reported. Outcomes included no impact beyond temporary loss of glucose data until successful pairing and warm-up. Investigation included troubleshooting with the user by customer support. Investigation of this case revealed user operation error related to pairing the sensor with the incorrect application. It was concluded that the device functioned as designed and that the event was attributable to use error.